Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had backlight runs battery life down significantly and insulin pump rejects brand new battery occasionally 1 out of 10 batteries, internally rewind very loud and during administering a bolus, louder gear noise happens also rainbow color can been seen at a certain angle, unexplained no delivery alarms occur every 3 days with each new infusion site. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.